Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. The insufflator has been returned and evaluated by the failure analysis team. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and system did not trigger any issues or errors at startup. Unit was responsive. Installed a golden valid tube set and the insufflator was able to engage. Installed an invalid tube set and unit triggered error message #invalid tube set# as well as light ring on the insufflator kept flashing yellow. Performed insufflator functional test and unit passed all tests. Nothing seemed to be wrong with it and no air leakage.

Event description:
It was reported that there was no power to the insufflator. During the call, the staff were in the process of powering the system off and back on. Although the system powered up normally, the insufflator was still not responding. Consequently, the staff proceeded with using a standalone insufflator. The customer reported event has no report of patient injury.